Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. This complaint is associated with the same serial number as the reported event and was reported for the same event codes. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, an manufacturer representative (mr) performed an on-site assessment and replicated the reported event. To resolve the issue, the mr replaced the nonconforming assy, articulating arm and assy, battery,12 volt 9ah, then found the system to meet manufacturer specifications per service test procedure (stp). Loose yoke was not replicated. The customer reported that their stand, lx3 led experienced heavy movement of the hydraulic cylinder arm, failure of the backup battery to function and loose yoke. Per the sr, an manufacturer representative (mr) performed an on-site assessment and replicated the reported event. To resolve the issue, the mr replaced the nonconforming assy, articulating arm and assy, battery,12 volt 9ah, then found the system to meet manufacturer specifications per service test procedure (stp). Loose yoke was not replicated. The root cause of the reported event of the heavy movement is attributed to nonconforming articulating arm. The root cause of the reported event of the backup battery failure is attributed to nonconforming battery. Based on the information obtained, the root cause of the reported event of loose yoke is inconclusive. As a correction, an manufacturer representative performed an on-site assessment of the equipment and replaced a articulating arm and battery. Actions taken per the sr resolved the reported event. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic microscope arm of the hydraulic cylinder moves heavily and backup battery did not function along with microscope head fell off and yoke loose. Details of procedure and patient impact was not provided.